Manufacturer narrative:
A service call was performed at the site and the evaluation could not identify any anomalies. A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found and the reported event could not be confirmed. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced a pneumothorax. No further information could be obtained. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient received a chest tube. Patient was an inpatient at the time of procedure. The superdimension case was completed.